Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint database could not be conducted because the lot number was not provided and the device was not returned for investigation. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a diagnostic cardiac cath procedure. Reportedly, the site indicates the patient has a history of allergy to nickel; however, no complication or patient effects have occurred post starclose se clip implantation. There is no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.